Event description:
According to customer, several "erratic" accu tni results were generated by the access 2 instrument. These results were generated for a period of 2 weeks. The questionable accu tni results were not reported out of the lab. The customer did not provide actual sample data from the "erratic" accu tni results. The customer indicated that pt treatment was not affected by the questionable results.